Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with no apparent damage and with two tr45w cartridges reloads present. The returned reloads were received partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastroplasty a capella procedure, during the section the device locked and it was not possible to complete the act. In enteranasmosis, there was the locking and they needed to use other stapler to finish the surgery. There were no adverse consequences for the patient.